Event description:
Patient revised for dislocation, found disassociation of bolt from prox body which caused loose stem. Polyethylene wear noted interoperatively on cup. Metalosis secondary to poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.